Manufacturer narrative:
Report source: foreign: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and from a healthcare professional (hcp) via a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient reported code 2901257 on their recharger after an emergency charge. Additional information was received from the rep. It was reported that the rep asked the engineer who was with the patient and they specified what happened. After an emergency charge of the ins, once the countdown was finished when the screen showed that the device was not found, the patient reported that a code 2901257 appeared. When the engineer tried to charge, the code that appeared in the right bottom corner was 2900567. As of (B)(6) 2019, they were not able to charge the device after a deep discharge. They changed the recharge and were to review with the patient; the patient had a visit with the te clinicians on (B)(6) 2019. Additional information was received from the rep. It was reported that the hospital changed the recharger by themselves and the problem was solved. Additional information was received from the rep. It was reported that the patient stopped feeling stimulation at the end of (B)(6) 2019. When they came to the hospital (B)(6) 2019, the ins was deeply discharged. Then the patient did the emergency charge at their home and when the countdown finished, the first code appeared: 2901257. On (B)(6) 2019, the patient visited the hospital again to explain them problem and another emergency charge was done at the hospital and a different code appeared: 2900567. They replaced the recharger and the patient did another emergency charge at home. When the patient visited on (B)(6) 2019, the patient reported that no code appeared at ins was still deeply discharged. The recharger was changed again and then the emergency charge worked. Device serial numbers were reported. It was noted that there were no pictures of the error codes, but the codes were shown in the bottom right corner of the recharger screen after the emergency recharge countdown. After replacing the recharger twice, the problem seemed related to the patient's recharger. Once the emergency charge worked, the physician programmer displayed the following message: "power reset occurred. Contact medtronic technical support. Service code: 0x3618 check the values of the neurostimulator clock". They then turned on the ins and the patient started feeling stimulation as before. The problem had been solved.